Event description:
The event is reported as: during a laparoscopic procedure, one broken applier jaw was found in the pt's peritoneum. The customer reports that the applier may have broken during removal through the trocar. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR. The device sample is available for evaluation. The device sample was not returned at the time of this report.